Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation coverage after implant. Reprogramming was unable to resolve the issue. It was noted when stimulation was increased, the patient complained of painful spasms. X-rays revealed lead migration. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the lead was repositioned. The patient reported effective stimulation therapy postoperative.